Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that proximal stent damage on the first row, a strut was lifted on one side and pulled distally. The damage to the stent is consistent with force/resistance being encountered with the stent delivery system. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the catheter length. A visual and tactile examination also found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The (B)(6) stenosed, 36x2.7mm, concentric, de novo target lesion containing a significant lesion bend was located in the moderately tortuous, mild to moderately calcified left circumflex (lcx) artery. Pre-dilation was performed with a semi-compliant balloons. Following pre-dilation, residual stenosis was (B)(6). A 2.75mmx38mm promus element (tm) long drug-eluting stent was advanced for treatment; however despite dilatations using semi-complaint balloons, the device failed to cross the lesion. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.